Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported that anytime they walk through a store security gate, they feel a momentary increase of stimulation and it was uncomfortable and shocking. They did not turn stimulation off before walking through the gates. The issue occurs anytime they walk through security/theft gates. It was recommended turning stimulation off to walk through gates or show their ID card and request a bypass to avoid undesirable increase in stimulation sensation. It was noted this has occurred since implant in (B)(6) 2014. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.